Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 300 mg/dl at the time of incident and the current blood glucose value was 290 mg/dl. The customer declined troubleshooting for high blood glucose level. Customer stated that they experienced multiple blood glucose such as 48 mg/dl, 206 mg/dl, 280 mg/dl, the insulin pump will not be returned for analysis.